Manufacturer narrative:
Pictures of a removed piece were provided, however it cannot be determined what the picture is of in order to evaluate. X-rays were provided and reviewed by a healthcare professional. Review of the available records identified a periprosthetic fracture located along the medial cortex adjacent to the spindle component of the tibia. No signs of loosening or wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04125 and 0001825034-2019-05077. Implant date: unknown date in 2009. Concomitant medical products: cps sml-lrg taper adapt set catalog#: cp114198 lot#: ni, cust oss 9.5cm mod prox tibia catalog#: cp114209 lot#: ni, ligament anchor washer w/screw catalog#: cp160110 lot#: ni, cps tib spindle lt 12x37x42mm catalog#: cp114210 lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a custom left knee procedure. Subsequently, patient returned to the surgeon with pain near the joint. Exploratory surgery revealed a fracture of the patient's bone adjacent to the spindle. A revision procedure was scheduled. When the revision procedure occurred, the surgeon determined the bone fracture was healing adequately, and no intervention was needed around the spindle. Instead, the tibial insert was swapped due to wear. No further revisions have been reported.